Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is unable to feel stimulation. Diagnostics indicated impedance issues. X-rays were taken and appeared to show a fracture of the lead placed at the l2 vertebral level. Surgical intervention may take place at a later date.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-02485. Additional information received indicated both leads were found to have migrated. Surgical intervention was undertaken and the leads were explanted and replaced with a single lead. Postoperatively, the patient is reportedly receiving effective therapy.